Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Customer's blood glucose was 309-329 mg/dl. Technical support instructed customer on how to remove the air bubbles from the tubing. Reportedly, customer replaced supplies as necessary and resumed pump therapy.